Event description:
See initial report.

Manufacturer narrative:
H.10: additional information about patient conditions has been received. In december 2019, the patient underwent a sternal would debridement after a fall left him with a sternal incision. Cultures were taken and evaluated at national jewish hospital, which allegedly showed m chimaera. The patient underwent an additional surgery to remove sternal wires and has undergone multiple courses of antibiotics.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR and of the service history records did not identify any deviations or non-conformities relevant to the reported issue. Through further follow-up communication with the chief perfusionist under previous cases reported from the same hospital, livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. The device used at the hospital resulted to be contaminated. However, the laboratory tests were conducted in the middle of 2020 thus, the status of device at the time of surgery ((B)(6) 2018) remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a male patient had cardiac surgery on (B)(6) 2018 in which the livanova 3t heater-cooler device was utilized during the procedure. Patient presented signs of infection and started to feel ill. Subsequently he tested positive for mycobacterium chimaera.